Event description:
The pt experienced pain at the pocket site. The neurostimulator was protruding out of her right side. When the stimulation was turned on the pt experienced a stabbing sensation at the electrode site. Stimulation did not cover all the pain in the patient's legs. There was no known incident or accident related to the complaint. The pt was at home at the time of complaint and her status was 'fair'. On/off options were reviewed with the pt until the device could be checked by an hcp. Surgery was planned in 2008 to reposition the neurostimulator on the left side. Device registration indicates a new extension was implanted on that date. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.